Event description:
The clinician reports that the day the implant was placed in ada 15, failure occurred upon insertion. Details of surgery: primary stability not achieved. No product was returned to the manufacturer. There were no reported patient injuries or complications.

Manufacturer narrative:
Non-fatal serious injury or device malfunction stored due to covid 19 pandemic in accordance with FDA guidance "postmarketing adverse event reporting for medical products and dietary supplements during a pandemic" published may 2020.

Event description:
The clinician reports that the day the implant was placed in ada 15, failure occurred upon insertion. Details of surgery: primary stability not achieved. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.